Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day post-implant it was suspected that the right atrial (ra) and right ventricular (rv) leads may have been reversed in the header. The patient was in atrial fibrillation and a ventricular tachy episode was being stored by the device. The device was temporarily reprogrammed to an asynchronous atrial pacing mode at 90 ppm, with this clear capture was noted in the right ventricle. It was also provided that the atrial sensing markers lined up with the qrs complexes. That same day the patient was taken back to the catheterization laboratory and it was confirmed the leads were switched in the header. The leads were placed into the correct header positions and the testing was all within normal limits. The patient did not tolerate the medications well and experienced vomiting the morning following the initial implant, as well as, the morning following the revision; due to the vomiting the patient spent an extra day in the hospital. The post-operative evaluation was normal. No additional adverse patient effects were reported.